Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to troubleshoot the issue, but no issues were identified. Customer changed the pump supplies and resumed insulin delivery.